Manufacturer narrative:
Available evidence suggests this lead remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements, as noted in the remote monitoring system. Pacing threshold measurements had also increased. Technical services reviewed the available data and noted there were frequent nonsustained episodes showing noise, oversensing, and pacing inhibition. A note was found in the remote monitoring system indicating the patient had suffered a fall; therefore, lead impairment was suspected. The field representative reported the patient was seen in the clinic for a device check and a lead revision procedure had been scheduled. No adverse patient effects were reported. The lead remains implanted and in service pending a replacement procedure.